Manufacturer narrative:
(B)(4). This event is still under investigation. The f/u report will be sent by 04/16/2011.

Event description:
The customer states that: "the device turns on and turns off by itself."